Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited oversensing the day after implant which resulted in the inhibition of pacing.